Manufacturer narrative:
Section a2, a3, a4, a5, a6: unknown/ asked but not available. Section d4: model number: unknown/not provided. However it was mentioned healon but unable to lookup so unknown healon taken. Section d4 - catalog number: a complete number is unknown, as product lot number was not provided. Section d4 - serial number: unknown/ not provided. Section d4 - expiration date: unknown, as product lot number was not provided. Section d4 - UDI number: unknown, as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as it is not implantable device. Section d6b: if explanted, give date: not applicable, as it is not implantable device. Section h3: the device was not returned for evaluation and the lot number for this device is unknown; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It is reported that the surgeon had to remove intraocular foreign body or particle from the anterior chamber of a patient. The foreign body (fb) was noticed immediately after instillation of ovd (ophthalmic viscosurgical devices), prior to capsulorhexis, on the posterior surface of the iol and required removal prior to aspirating the viscoelastic. Incident reports with hospital have been filed. The surgeon is quite certain the particle came from the viscoelastic and not the iol or iol cartridge; however, healon and healon endocoat were used during surgery. The fb was described as small, 0.1 mm or less, colorless, linear particle or fiber. This MDR belongs to patient one and healon unknown lot number, a separate MDR will substitute for healon endocoat.